Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. As returned, the scu had been damaged, likely during shipment. The chassis had a significant impact denting the lid. The scu also had several handwritten notes on the chassis in permanent marker. However, when connected to a known good system the scu functioned normally. The event log had recorded issues communicating with the psu but that appears to be a failure with the psu (as previously reported on the intial MDR). Other than the physical damage, the scu was fully functional. The reported event could not be (B)(6) by medtronic personnel.

Manufacturer narrative:
Patient information was not made available from the site. In trouble-shooting, the external camera cable was re-plugged, replaced the cable and issue was not resolved. The medtronic representative replaced positioning sensor unit (psu) and polaris spectra system control unit (scu) with system working properly. - return requested. Replacement camera shipped to site 09/08/2016. No parts have been received by manufacturer for analysis. - return requested for suspect positioning sensor unit (psu). Medtronic investigation of suspect psu, returned on 09/28/2016, finds that the psu has two nicks in the chassis on the bottom side. When connected to a known good system, the psu would not power up. No power. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. - return requested. Replacement ext scu to r/a psu cable shipped to site 09/08/2016. Medtronic investigation of suspect ext scu to r/a psu cable, returned on 09/28/2016, finds the cable to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the site's navigation system positioning sensor unit (psu) light did not function normally. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. The procedure was completed without issue. There was no impact on patient outcome.

Manufacturer narrative:
Vendor investigation of returned suspect positioning sensor unit (psu) confirmed the reported failure. Unit has faulty component on main board which will require replacement.